Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was out of specification, the battery contacts were compressed and the ring bail was bent.

Event description:
It was reported the battery of the external pulse generator (epg) was being removed while connected to a patient, when the epg immediately shut off. The epg shut off before the fifteen seconds was up, when the battery was removed. The patient went asystole, but recovered with another device. The epg was returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb due to battery removal test failure. This analysis confirmed the cause to be a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).